Event description:
It was reported that the device could not be interrogated. When the physician put the telemetry head over the device, there was a message stating "reposition the programming head." Interrogation was tried several times in several positions, with no success. A mgr (manual guided restore) procedure will be scheduled, and the device remains in use. No patient complications have been reported as a result of this event. It was further reported that the manual guided restore procedure was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device could not be interrogated. When the physician put the telemetry head over the device, there was a message stating "reposition the programming head." Interrogation was tried several times in several positions, with no success. A mgr (manual guided restore) procedure will be scheduled, and the device remains in use. No patient complications have been reported as a result of this event.